Event description:
Implant date: 1990. Surgery in 1991 due to infection. Post-operative x-rays indicate a pseudoarthrosis. Explanted in 1991 at which time screws were found to be "loose". Confirmation of pseudoarthrosis not reported.